Manufacturer narrative:
Complaint states that the product was broken. Upon visual examination showed the shunt was not received in its original package. Microscopic examination revealed a shunt with a bent/crushed spring. The possibilities of releasing a unit in this condition is extremely remove due to this product is packed in a thermoform tray, which protects the shunt of any damage and 100% visual inspected during packaging an a qa sampling plan by inspectors. An improper handling or use at hospital could have caused the above mentioned problem. The damage seems to have been done by excessive clamping. A review of device history record did not reveal anything unusual during the manufacturing process operations.

Event description:
The user facility returned the device to the reporter. The user reported the device was used and only after the surgical procedure was it noted that the device was broken. Additional info has been requested.